Manufacturer narrative:
E1: enter address information: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe plunger movement difficult. The following information was provided by the initial reporter, translated from spanish to english: the client reports that the administration of liquids, using syringes from the reference lot, requires apply greater force, which reduces the precision in irrigation processes.

Manufacturer narrative:
H.6. Investigation summary: photo and video received by our quality team for investigation. Through visual inspection, plunger is observed being pushed down with liquid, unable to confirm the incident based on images/video attached. Physical sample is required to further analyze and perform break out and force testing on the plunger. A device history review was performed for the reported lot 2236226, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ syringe plunger movement difficult. The following information was provided by the initial reporter, translated from spanish to english: the client reports that the administration of liquids, using syringes from the reference lot, requires apply greater force, which reduces the precision in irrigation processes.